Event description:
A talent graft system was implanted in a patient for the treatment of a 7 cm descending thoracic aneurysm. Aneurysm and vessel morphology were unremarkable. The proximal portion of the thoracic aortic neck was 40-42 mm in diameter. There was an acute angle of the aortic arch, 60-65 degrees about 1 cm distal to the left subclavian artery. There was another acute angle near the celiac artery. Four talent thoracic stent grafts were implanted starting distally building up. The three distal stent grafts were implanted without issues. The most proximal piece had a misaligned deployment; this occurred near the acute arch angle. There was 4-5 cm of overlap with the next distal piece, and the distal part of the misaligned graft was ballooned; however, the proximal side was not ballooned. The misaligned apex was left uncorrected and was not straightened out. A final angiogram showed good seals with no endoleaks and a good final result. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Misaligned deployment) - evaluation results and conclusion: (acute angle of the aortic arch, 60-65 degrees).